Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-15748. The patient reported, she has not used or charged her ipg in over one year due to experiencing uncomfortable stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.